Event description:
It was reported that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. As received, the device was at elective replacement indicator (eri) level. Analysis of session records indicated device operated at high in pacing output settings during implant period. Further analysis performed did not find any anomaly, and battery voltage had reached eol level during analysis. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion. No anomalies were found.